Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, eleven months post filter deployment, CT revealed positive pe seen in the primary branch of the left pulmonary artery. Approximately, five years later, the apex of the filter was situated at the level of the left main renal vein and the distal filter struts projects up to 4 mm beyond the wall of the ivc, laterally, posteriorly and medially. Therefore, the investigation is confirmed for perforation of the ivc and unintended movement. However, the investigation is inconclusive for filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and intracerebral hemorrhage while on heparin. At some time post filter deployment, it was alleged that the filter perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.